Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that both sets of prophecy guides arrived to the account in pristine condition. After the wash and sterilization process, there appeared to be spots of discoloration on the guides. Unfortunately, both cases had to be cancelled. Rescheduled date for surgery tbd.

Manufacturer narrative:
Correction - please refer to d9, the product was not returned for investigation. The reported event could be confirmed, since imaging obtained during the investigation do show the guides have a yellowish brown discoloration. Information obtained during the investigation determined that the account was drying the guides for 30 minutes instead of the recommended 20 minutes found in the instructions of use and the sterile indicators were placed in direct contact with the guides during sterilization. The facility adjusted these drying parameters to match IFU and wrapped the sterile indicators and the issue could not be recreated. Based on the investigation, the root cause was determined to be a user related issue. The issue was most likely caused by incorrect sterilization processing parameters by the facility. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that both sets of prophecy guides arrived to the account in pristine condition. After the wash and sterilization process, there appeared to be spots of discoloration on the guides. Unfortunately, both cases had to be cancelled. Rescheduled date for surgery tbd.